Event description:
It was reported that the customer's pump screen appeared distorted, hindering their ability to interact with or read the pump screen. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.